Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the lines on the screen was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported lines on the screen during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.

Event description:
No additional information received from the customer.